Event description:
Manufacturer ref.#: 231836.

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and control printed circuit board (pcb) was replaced and returned for investigation. Simulated use test of the received control pcb and o2 gas module has reproduced the described customer issue. The o2 gas module had a flow delivery problem that was traced to the flow controller pcb inside the o2 gas module. The received control pcb was also faulty. Our conclusion is that the fault on the received control pcb was caused by the o2 gas module, but we have not established the cause since we only noticed this intermittently during fault finding. No device logs have been received. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. In worst case this fault could lead to stop of ventilation. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).